Manufacturer narrative:
Device evaluation is pending. Additional manufacturing narrative: a supplemental MDR will be filed when the evaluation is complete.

Event description:
Edwards received information that a physician attempted to use a cannula on a case, but the tip of the cannula detached from the rest of the cannula prior to insertion. It was reported that the fragmented cannula was exchanged for another one to complete the case. No patient injury was reported.

Manufacturer narrative:
The device was returned to edwards for evaluation and the reported condition was confirmed. Visual inspection of the returned device found the tip to be detached from the catheter body. The device was analyzed under magnification and was found to exhibit marks and distortion which are characteristic of the solvent bonding process at the area of the failure. Manufacturing records were reviewed and no related non-conformances were identified. The root cause of this event is unknown. The non-conformance is being addressed through a product risk assessment and applicable corrective and preventive action. A review of the IFU was conducted and no inadequacies were identified with regards to warning, contraindications, and the directions/conditions for successful use of the device. Trends will continue to be monitored through the use of edwards quality systems.